Event description:
It was reported that pump displayed malfunction alarm identified as malf 0, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed malfunction did not recur, and continued to use pump with instructions to call back if any malfunction code occurred again.